Event description:
The device was used during a anterior resection. After firing the device, an inspection of the donuts showed one was incomplete and inspection of the anastomosis showed a visible leak. The anastomosis was taken down and handsewn. There was no patient consequence.